Manufacturer narrative:
(B)(6) 2015 01:31 pm (gmt-4:00) added by (B)(6) ((B)(4)): according to tests performed during design verification activities, this type of failure can be caused by repeated collisions/impacts to the cupola. The powerled series operating manual includes a verification of the covers during yearly maintenances. The hospital biomedical technician will be conducting repair and will replace it as necessary. Component code: (B)(4).

Event description:
The down tube end cap fell off into the sterile field during a procedure. No consequences to patient. Factory reference number: (B)(4).